Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an unrelated procedure, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The loss of capture and high pacing impedance was suspected to be due to lead damage due to twiddler's syndrome. The rv lead was capped and replaced during the unrelated procedure to resolve the event. The patient was in stable condition.